Event description:
This is filed to report the single leaflet device attachment (slda) requiring an additional clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The patient's heart was rotated and left atrium was dilated. There was difficulty with visualization due to the rotated heart. The clip delivery system (cds) was advanced to the mitral valve, and placed in position. After the clip was deployed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). One additional clip was implanted for stabilization, reducing the mr to 1-2. The physician thought that it may have been attributed to tension due to atrial dilation. There were no adverse patient effects. The patient was confirmed to have a good outcome. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on available information, the reported single leaflet device attachment (slda) and poor imaging was due to challenging patient anatomy. The reported medical intervention was a result of case specific circumstances there is no indication of a product issue with respect to manufacture, design, or labeling.